Event description:
This customer reported that while testing this defibrillator using a simulator, the device did not advise a shock for vt at 180 bpm.

Manufacturer narrative:
(B)(4). This customer reported that while testing this defibrillator using a simulator, the device did not advise a shock for vt at 180 bpm. We are considering this as a malfunction based on the customer report only. This investigation remains open. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.